Manufacturer narrative:
Updated data: h6. Eval method code, eval results code, eval conclusion code updated. Product analysis: upon receipt at medtronic¿s quality laboratory, the suspect device was received in original packaging and original container jar, submerged in clear solution. Visual inspection showed all leaflets were flexible, intact, and in the closed position with a slight gap at the point of coaptation. All commissures were intact. Multiple bends were observed on valve frame cells lateral to the c paddle; c124, c125, c135, c25, c17 and c18. Two broken struts were observed between c124/c125 and c25/c17. These deformations confirm the reported event. The strut kinking and strut fractures may have been caused by a mechanical overload during a failed loading. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No procedural images were submitted for review. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. No information was reported regarding the level of experience of the valve loader. The bent and broken struts of the valve frame are consistent with a misload, and likely occurred during the loading process. Both valve frame bending and fracture are known prosthetic valve dysfunctions per the adverse events section of the device instructions for use (IFU. In addition, the device IFU, contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. Also, the device IFU contains instructions to perform the bioprosthesis loading procedure in the integrated loading bath filled with cold, sterile saline (0° c to 8° c). Bath temperatures not sufficiently chilled can lead to excess loading forces and potentially misaligned struts and frame bend during the loading process. Further, the IFU instructs to visually and tactilely inspect for a misloaded bioprosthesis. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis and investigation are in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was crimped. The inflow cone was advanced coaxially to the valve in one uninterrupted movement to ensure the inflow was captured evenly. It was reported that the valve was warped sideways. It was noted that a node of the valve had broken. The valve was replaced, and the replacement valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: h9. The previous correction number was submitted in error, and should be considered redacted information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.